Event description:
Flexible sigmoidoscope did not complete high level disinfection cycle prior to use on another pt. Lid bumper detached from custom-ultrasonic and lodged into cidex pump and obstructed in-flow of cidex into bay with scope causing a completed rinse cycle but not a high level disinfection.